Event description:
(B)(4). I receives my coils in 2012 and since then, I have noticed a lot of problems in my health since then. I get headaches all the time, lower back pain, hip pain, excruciating leg pain more at night, to even press on my legs hurts so bad, I have trouble sleeping, no energy to do much of anything. My dr has had me on all sorts of medication to help the fibromyalgia that she seems to think I am suffering from. I have been on so many and nothing ever helps. I take vicodin for pain but all that does is help me to sleep some. I have been put on adderall to help me focus because I forget things all the time. I take cymbalta for wide spread pain and depression. I don't even want to get out of bed everyday. My job is being affected because I can't play with the kids at school like I used to.